Manufacturer narrative:
Additional information received on 29 march 2017 and includes: a non-medacta cup was implanted, so there was no need to use the cup impactor again. The surgery was delayed 5 minutes. Batch review performed on 24 april 2017. Lot 1310056: (B)(4) items manufactured and released on 27 may 2013. No anomalies found related to the problem. To date, 2 similar events have been reported on items of the same lot. On 24 april 2017, the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the bosses on the tip of the instrument were damaged, the cause might be a wrong positioning on the cup or an accidental blow occurred during the surgery. The thread of the instrument has signs of wear but it is servisable again. It is not possible to connect the cup to the instrument.

Event description:
During surgery, the surgeon was unable to unscrew the cup impactor handle. The surgeon removed the cup and implanted another cup. The surgery was completed successfully. Instrumentation is available.